Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After passing through the endoscopic channel and following the metii wire guide over the lesion site, the trigger was adjusted to the release position. At the beginning of the release, there was a greater resistance than usual, but after releasing a portion, the trigger broke and the stent could not be released. Finally, the same rpn of stent was selected and successfully released. Was the product inspected for damage before use? (Kinks etc)no. Was the wire guide inspected for damage before use? Yes. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. What endoscope type and channel size was used? Olympus tjf-260. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type (e.g., cholodochojejunostomy) n/a. What was the length and diameter of the stricture? 5cm long 0.2 diameter. Was the stricture dilated before stent placement? Yes. Was an assessment carried out to determine to necessity for pre-dilation? Yes. Was the safety wire removed? No. Was resistance encountered when advancing the wire guide to the target location? No. If resistance was felt how did the physician deal with the resistance encountered? N/a. Was resistance encountered when advancing the delivery system to the target location? No. If resistance was felt how did the physician deal with the resistance encountered? N/a. What was the position of the elevator during advancement? Open. What was the position of the elevator during attempted deployment? Open. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Were any other defects (other than the complaint issue) observed on the device ? No.